Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the control was not populating for restock when it was under periodic automatic replenishment (par). The technical support specialist dialed into the server and resent the load messages. An email was received from customer and user confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, lorazepam injection did not populate as a refill item for the 5na pyxis, even though the quantity was below par and should have generated a refill. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.